Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 38 x 3.50mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the proximal section. A visual and tactile examination of the hypotube shaft identified a break at 21cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 38 x 3.50 promus premier select drug-eluting was advanced for treatment. However, during crossing the lesion, the stent struts damaged, and the shaft broke. The device was pulled out and removed inside patient body. The procedure was completed with another of the same stent. There were no patient complications reported.